Event description:
The facility's biomedical engineer reported an infusion pump that was involved in a programming error resulting in an underdelivery of insulin. The pump was infusing a bag of insulin, mixed at the pharmacey, with a concentration of 50units in 250ml of diluent volume. The pump was programmed in the "unit/hr" mode and the infusion was started at 6:03 am. Reportedly when the nurse programmed the pump, they entered the diluent volume of 100l instead of 250ml, underdosing the pt b;y 2.5 times. The pt's blood sugar was being tested and the dose was being adjusted depending on the values. The initial rate was 10ml/hr. The rate was then changed to 12ml/hr, 14ml/hr, and then 17.5ml/hr. The error was not caught by the operator when the rates were being increased (4 times) and as a result, the pt was under dosed for 4 cycles. The infusion was stopped at 10:24am. According to biomed, no pt injury and no medical intervention have been reported. Despite baxter's efforts to obtain additional information from the reporting facility, details were not available regarding pt's demographics, diagnosis, and status, or the pt's blood sugar levels during and after the infusion.